Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of both the returned screw components found them to be within specification. A flat spot was identified along one side of one of the screws, however, the cause of the flat spot could not be determined.

Event description:
It was reported that patient underwent total elbow arthroplasty on (B) (6) 2009. Subsequently, a revision procedure was performed in (B) (6) 2010, due to loosening of the screw and condyle dislocation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification needed to review device history records was not provided. Date of event - (B) (6) 2010, exact date unknown. Expiration date - could not be determined since no product identification was provided. Date explanted - (B) (6) 2010, exact date unknown. Manufacture date - could not be determined since no product identification was provided.

Event description:
It was reported that patient underwent total elbow arthroplasty on (B) (6) 2009. Subsequently, a revision procedure was performed in (B) (6) 2010 due to loosening of the screw and condyle dislocation. No further information has been received to date.